Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy surgery, an ophthalmic forceps could not be opened. The surgery was completed on the same day after the forceps was replaced, and there was no patient harm.

Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h.10. The returned instrument was received in its inner and outer blister covered with the tyvek foil, showing the lot information. The instrument shows macroscopic sign of damage, namely that the tube is bent. The device was then functionally tested, and it was noticed that during the actuation the guide sleeve (green part) and the cover sleeve (black part), fell apart. It is clearly visible that on both component adhesive residues present. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the connection failure cannot be determined conclusively. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. It cannot be determined how or where the damage to the sample occurred. Therefore, the root cause for the customer's reported event could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).